Event description:
It was reported that analgesia and symptom control had been fraught since the implant with this patient who experienced severe episodic pain in the legs and rectum since a spinal cord injury at t12. This device system was reported to have delivered baclofen 243 micrograms per milliliter (mcg/ml), bupivacaine 20 milligrams per milliliter (mg/ml), morphine 1 mg/ml, and clonidine 30 mcg /ml. ¿delivered at baclofen equivalent of 315 mcg/ml¿ was also reported. The mix of medications had offered improved pain relief especially after the addition of bupivacaine. Clonidine was added most recently. Symptom control was initially improved but the patient reported no therapeutic response and fairly regular breakthrough/return of pain at the end of the infusion cycle this being with ¿still significant¿ residual volumes of drug in the pump. Further, the pump was noted to behave in an ¿unreliable way¿ as it had been ¿under delivering¿ by a few milliliters but was noted to have a high rate infusion (1.4 ml/24hr). Due to the increased ¿ under delivering¿ and aspirating more drug at therefill than expected per programmer, there was concern of a catheter tip granuloma, infusion site mass, and this prompted catheter and pump studies. Due to the return of pain, two recent studies were performed on (B)(6) of 2014 of which there was easy access to the pump-side port and increasingly easy aspiration of fluid from the catheter access port. Ten milliliters of contrast were injected and the catheter seemed to fill with dye. However, the dye could not be visualized in spinal canal/cerebral spinal fluid (csf). There was also no evidence of a catheter disruption/disconnection or extra spinal leak. ¿unfortunately ,¿ the catheter tip aligned at level of past spinal injury and resulting metal work of the screws and cage. Of note, the previous catheter studies before pump change, approximately 2 years ago, indicated free csf flow with aspiration and testing during surgery. The pump was reported to have been implanted on (B)(6) 2014 but was now explanted and being returned. Additional information was requested to clarifyevent details such as verifying the implant and explant dates, reservoir volume data, and current patient outcome, however, no information was provided at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Only the pump was returned for analysis. As received, the pump reservoir had fluid in it and the pump was programmed to minimum rate. The pump logs were gathered and the pump was programmed to the stop infusion mode on (B)(6) 2014 and then a "stopped pump period may exceed tube set" appeared in the logs on (B)(6) 2014. The pump memory logs did not have any anomalies noted including no past motor stalls and motor stall recoveries. Dispense accuracy testing was noted to be slightly under infused at the max rate 24,000 ul/day test and had odd graphing. The 300 ul/day dispense test passed but also had odd graphing. Destructive analysis found that pump tube was discolored, had signs of tube set, and was flat. Reservoir analysis did not show any anomalies. In conclusion, analysis revealed the pump head had a deformed pump tube. Conclusion code no longer applies to this event.

Event description:
It was further provided that a new pump was implanted on (B)(6) 2015. The existing catheter was in place and the system was now delivering effectively. Reportedly the implant date of the original (now explanted pump) must be the date by physician programmer showed not the one reported by the customer. Please note the analysis logs noted the implant time elapsed was 510 days from the time the information was gathered in (B)(6) 2014. Clarification had been requested again, but no further information was provided. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.